Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem where the "batteries won't charge" was not confirmed by service. The assignable cause was not identified. Service charged the batteries overnight and the device was working within design specifications. No repairs were needed for the reported condition. A device history review was performed finding one exception during manufacturing, however, the device was repaired, retested, and found to be performing as designed before release. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with the reported condition of batteries not charging. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is 7:01:00.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed according to sample evaluation. The root cause of the reported condition could not be identified during inspection. The device is still in the process of being evaluated. Additional information: according to a service history review, a device is new and it only has records for preparation and installation. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be filled if any additional information become available.